Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact air drive ii device had no power to hand piece. As a result, there was a five-minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when air pressure was applied. Therefore, the reported condition was confirmed. It was determined that the gear box or motor assembly was most likely damaged. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.